Event description:
It was reported that the device set screw was wound back too far to attach to the lead. The device was never used and a new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The grommet was damaged and setscrew had a rounded socket.